Event description:
While wearing an exam glove, the nurse was doing a vaginal exam on a pt. When nurse withdrew her hand, she observed blood and body fluid on her fingers and palm of her hand. Nurse immediately removed the glove, washed her hands, and soaked her hand in a bleach solution. The nurse had a hang nail on her right index finger which was in contact with the body fluid. The nurse underwent blood work which included hepatitis c antibody screen, hepatitis b testing and human immunodeficiency virus testing which were all negative. The pt was tested and had negative results as well. The glove sample was discarded by the nurse.